Manufacturer narrative:
(B)(4). The reported condition of an infusor device that would not flow was not confirmed during product evaluation. Visual and functional tests were performed and the device operated as expected. Therefore, no assignable cause can be given. This device is a single use device and will be discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that (1) ce infusor lv 10 device was not running. The device was filled with flucloxacillin 8000mg in 0.9% nacl. There was patient involvement, as this occurred during delivery, but no injury or medical intervention. There was no additional information. This is reference 1 of 5 from the facility, as the facility reported 5 devices.